Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states that the device died on them. The customer states the pump was beeping for fifteen minutes and had a black circle on the display, and then powered off. The customer states they tried to replace the battery but the device is completely dead. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, and the customer was advised to insert new battery. The display was found to return. The customer was advised to monitor the device and a battery cap replacement would be sent out.